Event description:
Reportable based on analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The opticross ic imaging catheter was advanced for ultrasound examination of the target lesion but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assemblies and the imaging window detached in the lapjoint section. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Microscopic inspection revealed no tip or guidewire exit port damage, and that the imaging core was coiled. Media provided by the site was examined and did not show any evidence of the reported issue.